Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If the sample or additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that an interlink injection site that leaks blood from the injection site when accessed with a needle. The reporter asked if the product design has changed or if the nursing staff might need education regarding product usage. No injury is reported. No further information is available at this time.